Manufacturer narrative:
Additional information provided in describe event or problem and evaluation codes. (B)(4).

Event description:
Additional information was received confirming that there was no patient involvement.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was a hole in a cassette and the cassette leaked. Additional information and product sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. After an extensive search, it was determined that the suspect sample for this investigation was inadvertently misplaced prior to functional testing. Therefore a thorough analysis of the sample could not be completed. If the sample is found, the investigation will be reopened and the sample tested. A root cause could not be determined, as the sample was unable to be evaluated. As described, if the sample is found the investigation will be reopened and the sample evaluated. No action will be taken for this occurrence, as the sample was unable to be evaluated. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).